Event description:
A surgeon reported he was unable to verify multiple instruments. He was able to register and use the registration probe and tri-cut but not able to register the straight suction or 90 degree suction. The use of the stealthstation was discontinued. There was no impact on pt outcome.

Manufacturer narrative:
Pt info was not available at the time of this report. H6: the instrument eval found that the tip of the suction was slightly bent. A medtronic rep was able to troubleshoot the device and now it verifies without issue. The emitter placement was also affecting the verification of the longer suction.